Event description:
The patient received his scs system on (B)(6) 1999. It was reported that the patient could turn stimulation all the way up but does not feel stimulation. The patient will discuss his options with his physician. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.